Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,500 ohms, high shock lead impedance of 89 ohms and high pacing thresholds. Boston scientific technical services (ts) discussed troubleshooting options to identify the issue. Additional information indicates that the cause was undetermined and no testing was planned at this time. The system remains in service. No adverse patient effects were reported.